Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on (B)(6) 2015 with the following results. No defect was found with the pump or meter remote. Testing was unable to duplicate the complaint. The black box shows a fully delivered 2.50u bolus on (B)(6) 2015 05:05. Successfully performed a 10u normal bolus and a 10u audio bolus. Both were accurately recorded in the pump history and correctly displayed on status screen2. A 10u bolus was delivered from returned meter s/n (B)(4) to the pump. The bolus was accurately recorded in the pump history and correctly displayed on status screen2. The total daily doses add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 595 mg/dl with a headache and symptoms of dehydration. The reporter has lost confidence in the pump and is unwilling to troubleshoot. Reporter state bolus delivered at 5am of 2.5u. Bolus recorded in history but not being displayed in status screen 2. No battery removal. Also report bolus this morning from meter delivered but does not show in the history and therefore patient did not get insulin delivery for breakfast. Reporter insistent that the bolus was entered for this morning. This complaint is being reported due to the allegation of inaccurate delivery and the patient's hyperglycemia.